Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose and insulin history is as follows: see scanned table. The pod was deactivated and he noticed the cannula was bent to the side.